Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/02/2025, it was reported by a sales representative via (B)(4) that an 0857-100 galileo extraction tool, capturing rod lag screw removal tool capturing rod was bent. This was discovered during a cmn femur case with no patient harm.